Manufacturer narrative:
(B)(6). The device was visually evaluated and it was identified that the tip of the pick is not broken, but abraded off as the locations were the outer titanium nitride coating has been removed from the shaft prior and the base material is exposed. Approximately .02¿ of the tip is missing. The device shaft was measured and confirmed to meet print specification. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. The case details reported that the tip of the device snapped off and the tip was retrieved with a grasper. The tip was not returned for evaluation, and the condition of the device is not consistent with a broken tip. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy the tip of the device snapped off. The device was retrieved with a grasper. There was no reported patient injury or surgical complications. No other complications were noted.